Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported by the complainant that the cartridge was not dispensing the seeds properly. It was impossible to set up the i125 seeds in the applicator quicklink. The applicator looked as if there were no more seeds in the cartridge. The procedure was completed by putting the seeds in the applicator by hand, which could lead to radiation protection problem. The last cartridge was used as it was unable to be changed. It was unknown if the patient received all of the seeds.

Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error as this event is not reportable.

Event description:
It was reported by the complainant that the cartridge was not dispensing the seeds properly. It was impossible to set up the i125 seeds in the applicator quicklink. The applicator looked as if there were no more seeds in the cartridge. The procedure was completed by putting the seeds in the applicator by hand, which could lead to radiation protection problem. The last cartridge was used as it was unable to be changed. It was unknown if the patient received all of the seeds.